Manufacturer narrative:
The results of the investigation are undetermined as the device was not returned for analysis. A review of the packaging and verification could not be completed as a batch or sales order number was not provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The cause for the reported tactiflex software not being installed and subsequent delay remains unknown.

Event description:
During an ablation procedure, it was found that the tactiflex software had not been installed resulting in cancellation of the procedure. After connecting the tactiflex se, an error appeared that the catheter had been reused or used on another patient. The catheter was reconnected, a new study was started, the system was rebooted, and the catheter was exchanged with no resolve. Customer service was called, and the software was checked. It was discovered that the tactiflex software was missing. The procedure was aborted at this time because the software was not available and there was difficult patient anatomy. Once the disk was obtained, and the software was installed the issue resolved.